Event description:
Adverse event(s): "slowly increasing foggy sight" (vision, impaired). Product problem(s): "homogeneous, brown cloudiness" (no code available [iol intraocular lens) implant]). A surgeon reported that a pt is experiencing "slowly increasing foggy sight, that has been progressing during several years" following bilateral intraocular lens (iol) implant surgeries approximately ten years ago. It was also noted that the iols have a "homogeneous, brown cloudiness." Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).